Manufacturer narrative:
.Corresponding to the production batch of product retention samples (lot:211co21215) again, the negative coincidence rate test was pass. Followed up with (B)(6) of (B)(6) in the (B)(6), inquiring a few questions regarding this report. The two (2) + cases patients have utilized lot number: 211co21215. Ihealth labs has since determined and/or confirmed the said lot to have been the suspected counterfeit products. Ongoing investigation into the source of counterfeit goods.

Event description:
Customer feedback: [ihealth covid-19 antigen rapid testt use for covid-19 under emergency use authorization (eua): ihealth covid-19 antigen rapid test- self test. Asymptomatic individual, pre-travel testing. Two positive tests, same lot numbers, then ran the tests again with reagent only, positive result as well, leading to conclusion that it is a fp d/t reagent or detector based flaw.